Event description:
Received from (B)(6): 3m scotchcast soft cast casting tape (catalog unknown) was applied to an arm due to olecranon bursitis. After ten days of application, severe bullous exanthema with itchiness, blisters, redness, and serous fluid leakage was reported along the dorsal surface of the arm. Medical treatment was provided (details unspecified) and the reaction resolved after several weeks.

Manufacturer narrative:
No sample is available for analysis and no lot number was provided. It was not reported which stockinette or other materials were used together with the cast and is which splint was used. The skin reactions appeared after a treatment of a traumatic olecranon bursitis. An acute contact dermatitis developed. If this was causally related to the cast material and if it was of irritative or allergic genesis cannot be determined without additional information. An allergy testing should be done to exclude a sensitization against used materials. End of report.